Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a high blood glucose level, actual value not provided. During troubleshooting, tandem technical support determined that the customer did not fill the tubing with insulin. Customer completed the fill tubing and was able to resolve the issue.